Event description:
The hcp reported the pump became infected after numerous attempts were made to refill. The pump was determined to have been flipped. The pt presented in 8/2004 with redness, swelling, drainage, and pain of the device pocket. A culture of the device pocket was positive for staph aureus. The pt was treated with IV antibiotics and total device system explant. The infection resolved and the pt experiened no drug withdrawal.